Manufacturer narrative:
Evaluation summary: the iol product history records were reviewed and documentation indicates the product met release criteria. Cartridge product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported that following an intraocular lens (iol) implant procedure, the patient's visual acuity deviated. Therefore, the iol was replaced with another one in a secondary procedure 2-3 months later. The incision was enlarged from 2.4mm to 3mm. Additional information was provided that there was no product defect and the event was not associated with the iol.

Manufacturer narrative:
(B)(4).

Event description:
Further information was provided by the doctor that the patient's vision was blurry and she had poor compatibility with the iol. The event was medically significant but has resolved.

Manufacturer narrative:
Product evaluation: only a portion of the lens containing a haptic was returned in a #78(iw) lens case. Solution is dried on the lens. The optic is cut, typical of an insertion and removal. A portion of the lens containing the other haptic is missing (not returned). Power and resolution testing could not be conducted due to the extensive optic damage. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of a qualified cartridge, with a non-qualified handpiece, and viscoelastic. Cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause for the reported complaint. (B)(4).